Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. The sheath was returned with one half partially torn along the score line but separated about halfway down. Microscopic examination revealed that the extrusion did not peel along the blue line evenly where the sheath separated into two. The blue score lines appeared to have a rippled effect. The total length of the peel-away sheath body measured to be 2.81" which is within specifications of 2.625-2.875" per product drawing. A manual tug test confirmed both sheath halves were connected securely to their hubs. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length." The customer report of a peel-away sheath tearing incorrectly was confirmed by complaint investigation of the returned sample. The peel-away sheath did not tear correctly along the score line. The sample passed all relevant dimensional inspection. Based on the sample received, manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
Medwatch - uf/importer report# (B)(4). Medwatch complaint: while placing PICC line on outpatient the glide thru sheath tore as it was being removed from the patient's vein. We were able to pull PICC line back far enough to get the sheath out intact.

Manufacturer narrative:
(B)(4).

Event description:
Medwatch - uf/importer report# (B)(4). Medwatch complaint: while placing PICC line on outpatient the glide thru sheath tore as it was being removed from the patient's vein. We were able to pull PICC line back far enough to get the sheath out intact.